Event description:
It was reported that the pump's usb port pins were bent, resulting in difficulties charging the pump and the pump subsequently shutting off. The customer¿s blood glucose (bg) was displayed as "high"; however, a specific value was not provided. The customer administered a bolus via the pump to address bg level. Reportedly, the customer continued to use the current insulin pump for insulin therapy.